Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) and elevated threshold values on non-boston scientific (bsc) right ventricular (rv) channel. The patient's intrinsic rate was around 60 bpm. Technical services (ts) reviewed the presenting and recommended to have the patient seen in clinic for further evaluation. This device and non-bsc lead were explanted and there was no device issue. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited loss of capture loc and elevated threshold values on non-boston scientific (bsc) right ventricular (rv) channel. The patient's intrinsic rate was around 60 bpm. Technical services (ts) reviewed the presenting and recommended to have the patient seen in clinic for further evaluation. This device and non-bsc rv lead remains in service. No adverse patient effects were reported.